Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a broken belt clip. The blood glucose reading was 426 mg/dl. The customer also reported keypad issues and a no delivery alarm. She stated that she noticed that at times the bolus procedure would proceed forward with only one button press. She also observed that when she was sleeping, the insulin pump would go into suspend and that she would wake up with high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-94429.